Event description:
Customer reported not being able to test her blood glucose because her freestyle lite meter will not turn on upon test strip insertion. Customer reported experiencing symptoms of weakness. Customer reported visiting her doctor who diagnosed her with severe hyperglycemia and treated her with insulin and metformin. There was no report of permanent impairment.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.